Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that her device is malfunctioning and is shocking her really hard. Patient said its like the device was turned up and like every two seconds it is shocking her. Pt said last night is when the device started shocking her and was so bad that she could not sleep. No trauma/falls reported that could be related to this issue. The mdt representative in patient area was contacted and patient was redirected to their healthcare professional. No further complications were noted or anticipated.